Event description:
Case description: investigation result: novopen® echo batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission, this case has been updated with the following investigation result added. Imdrf code added. Relevant fields updated in EU/ca tab . Narrative updated accordingly. Final manufacturer's comment: (B)(6) 2023: the suspected device (novopen echo) has not been returned to novo nordisk a/s for the investigation. Batch number of devices is not available despite repeated efforts find the same. Batch trend analysis or reference sample analysis was not performed. Patient's underlying medical condition of diabetes mellitus is a risk factor for the development of diabetic ketoacidosis. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen echo. H3 continued: evaluation summary: novopen® echo batch number: unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Dka [diabetic ketoacidosis]; ecco pen was not releasing the product [device failure]. Case description: this serious spontaneous case from the (B)(6) was reported by a other health care professional as "dka(diabetic ketoacidosis)" with an unspecified onset date, "ecco pen was not releasing the product(device failure)" with an unspecified onset date, and concerned a 5 years old male patient who was treated with novopen echo (insulin delivery device) from unknown start date for "device therapy." Patient's height, weight and body mass index (bmi) were not reported. Current condition: diabetes mellitus (type and duration was not reported). Since an unspecified date, echo pen was not releasing the product and the parent was not aware for several days , the patient was admitted to the hospital with dka (dates and duration of hospitalization were not reported). Batch number not provided. Action taken to novopen echo was reported as product discontinued. The outcome for the event "dka(diabetic ketoacidosis)" was not reported. The outcome for the event "ecco pen was not releasing the product(device failure)" was not reported.